Event description:
Boston scientific received information that previously, far-field oversensing was noted on the atrial channel. Four months later, the right atrial (ra) lead was surgically abandoned due to continued issues with oversensing as a result from noise. High threshold and pacing impedance measurements were also observed. The field representative was contacted and was not aware of the root cause, just that the lead was replaced. No additional adverse patient effects were reported. The lead will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the device casing and header, and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The lv lead port was not tested because the lead was glued in the port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.